Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. The fse replaced the pn: 374980-34 cardcage to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Event description:
It was reported that the operating room staff contacted technical support during a procedure to report that the system powered down mid-procedure. The staff indicated that error 319 was encountered prior to the shutdown. They attempted power cycling the system a couple of times, but it continued to power back up with the 319 errors. Technical support advised that due to the 319 error, the system would keep booting up with the error and suggested retrying, but noted this would persist. Technical support inquired if another robot was available for use, but the staff confirmed they did not have one. Upon reviewing the logs, technical support noted 319 errors on armnets 1 and 2. Subsequently, the operating room staff undocked the system from the patient and decided to convert to a laparoscopic approach.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The patient side cart (psc) cardcage was visually inspected and no issues were found. The cardcage was installed onto a known good system and powered on where several 319 errors were presented. As the 319 pointed towards multiple components, the p5v_pcpd voltage was suspected as it powers multiple components. The p5v_pcpd was probed where it the voltage was seen as low. The circuit was followed to the u145 power mode and the downstream side of the circuit was probed via the r191 resistor, where the voltage was still low. The upstream side of the u145 was probed via the c119 capacitor where the correct 48v was read. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a faulty u145 power module in the psc cardcage. This issue can be resolved by fse replacement of the cardcage.

Event description:
Refer to h11 for follow-up information.